Event description:
It was reported the ultrasound gastrovideoscope had dirt on the knob wire. The malfunction occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: h2, h3, h4, h11. Corrected fields: b5, e1, e3, g2, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the foreign objects on the knob wire (k-wire) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had foreign objects on the knob wire (k-wire). There was no patient involvement.